Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities reported from this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended and; thus, was unable to confirm the reported sleeve steering issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular movement of the device. This was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve; however, while steering the cds to the mitral valve with the m-knob, the cds would go in the opposite direction. The m knob curve was removed; however, the same issue occurred. The clip was not implanted, the cds was removed. The blue alignment markers were confirmed to be aligned during cds insertion and during removal. A new cds was used with the same steerable guide catheter to complete the procedure. A total of one clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is in stable condition. No additional information was provided.